Event description:
A nurse reported a posterior capsule tear during cataract extraction with intraocular lens implant procedure. The surgeon would like to "rule out microscopic wear and tear on all the 45 degree tips". Additional information has been requested but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).